Manufacturer narrative:
An event of "dissection in the left main" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history report could not be reviewed because the batch number was unavailable. The dragonfly optis instructions for use states arterial dissection or death may occur as a consequence of intravascular imaging.

Event description:
During oct pullback, a dissection was observed in the left main, which was reported to be caused by the dragonfly optis catheter. The dissection was treated with stenting in the left main and placement of a non-abbott support device. CPR was performed, but the patient expired.